Event description:
Pt had successful trial with dbs implant for leg pain. The day after the implant while the pt was lying on his bed, he decided to increase the amplitude of the stimulator with his hand-held programmer to relieve his pain. The pt suddenly became cyanotic, and began to shake heavily. The pt's hosp roommate saw what was happening and turned off the stimulator. The neurosurgeon investigating the event afterwards discovered that the programmer read 10.5v amplitude, which the pt had evidently received during an approximate 30 seconds time period. After one week, the physicain started the stimulator again and the pt experienced good pain relief. There is no further info regarding the pt's present status from the voluntary foreign reporter.